Manufacturer narrative:
The complainant stated that small blisters and redness appeared on her hands. The blisters and redness gradually spread to her knee, elbow and face including her eye lids the next day. She went to the ER (2 days after the reported event) and was given steroids. The complainant returned to the ER the following day as her hands were still swollen could not make a fist. She received another steroid shot and her hands were slightly better. The complainant stated on (B)(6) 2013 that her hands were swollen, tingly and her face had red blotches. She stated that the red blotches were also on her knees and elbows. The complainant followed up with her dermatologist approximately a week after the date of event and had cultures and blood samples taken. The dermatologist diagnosed the complainant with erythema multiforme an rare allergic systemic skin condition. The complainant reported that she is fine and is no longer having any issues. The complainant and user facility did not know the lot number of the alcare plus as she was using different cans of alcare plus throughout the hospital during the duration of the day.

Event description:
The complainant reported that she was using alcare plus throughout the day at the user facility and obtained swelling to her hands.

Manufacturer narrative:
This report is a correction; steris has identified that the product subject of the report, alcare plus, is not a medical device but rather a drug product. The initial report was filed in error.